Event description:
Medtronic midas rex gold touch nitrogen hose separated/exploded from the hand piece during surgery. The surgeon was using the burr on the patient when the hose separated. The nitrogen hose struck the surgeon and the physician's assistant on the right hand before the hose pressure could be turned off. The surgeon also states she has ringing in her right ear from the loud noise of the hose separation. The nitrogen hose was flaying around and grabbed by the surgical technologist.